Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer had several alarms on their insulin pump. Customer reported receiving multiple unexpected restart alarms on their insulin pump. Customer also stated a signal too low alarm occurred. The customer's alarm history showed the alarms have occurred once, but the customer stated it has happened several times. Customer's blood glucose was unknown. The customer was advised to disconnect from their insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.